Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had problem with audio. The customer¿s blood glucose was 119 mg/dl. Customer stated that they wanted to did self test. The insulin pump will not be returned for analysis.